Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleged that the infusion device and blood glucose monitor are paired, but when delivering a bolus the communication is lost. Caller advised that on (B)(6) 2018 she provided a 2.4 ui bolus through the meter to the pump, however communication was lost. When she checked the bolus data on the infusion device it showed no bolus was provided, so the caller manually programmed a bolus of 2.4 in the infusion device. When the mother checked the customer's blood glucose an hour later the patient's result was 3.2 mmol/l. The mother checked the pump bolus history and discovered that both boluses were delivered. The mother reported that on (B)(6) 2018 the same thing occurred. At 10:30am a bg result of 8.5 mmol/l, pump recommended a 0.1 iu bolus, attempted to deliver, however the device lost communication. The mother checked the bolus data history on pump and it was not delivered. Mother did a manual bolus 0.1 iu. The pump bolus history then shows both boluses delivered. At 2:35pm a bg result of 5.0 mmol/l, pump recommended a 0.1 iu bolus, attempted to deliver, however the device lost communication. The mother checked the bolus data history on pump and it was not delivered. Mother did a manual bolus 0.1 iu. The pump bolus history then shows both bolus delivered. No adverse event was reported. The infusion device was requested to be returned for product evaluation.